Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver had interm data displaying. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver ceasing to function. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. The reported event that the receiver had interim data displaying was not confirmed. A root cause could not be determined.